Manufacturer narrative:
Additional information section: b.3, d.6b, d.9, h.6. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced no lock. External equipment was exchanged; however, the issue did not resolve. Device testing could not be completed due to no lock. Revision surgery is under consideration.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. The device failed the residual gas analysis test. It is believed that the failure of this implantable cochlear system (ics) device was caused by a loss of hermetic seal, which was concluded from the residual gas analysis (rga) data. This older device configuration is no longer manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.